Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 80 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt returned for a routine f/u and the cr scan showed that the stent graft had fallen all the way into the aneurysm sac resulting in a proximal type 1 endoleak. The aneurysm is currently 5.5 cm in diameter. The migration was attributed to disease progression which dilated the neck to 32 mm in diameter. The neck is 4 cm long, the distance from the renals to the top of the aneurx bifur is 6 cm. Distally the left iliac was aneurysmal and the right was 1 cm from the hypogastric artery. Two talent converters were implanted to build the device up from the top of the bifur to the renals. This successfully resolved the migration/endoleak. A fem-fem bypass was performed and an occluder was used to plug the left side which was aneurysmal. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (migration, endoleak), (disease progression). Conclusion: (disease progression).